Event description:
The account stated that the celldyn sapphire analyzer generated an initial hemoglobin (hgb) of 11.4 g/dl with a hematocrit (hct) of 40.9%. The sample was repeated and the hgb was 7.12 and 7.05 g/dl and the hct was 19.6 and 19.6%. The was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A field service representative (fsr) was dispatched to the account and performed troubleshooting on the cell-dyn sapphire instrument. The fsr cleaned the hgb flow cell due to contamination/debris, the front and rear sample cups, and tubing. The fsr verified settings, operation, quality control (qc), and background, which passed. The fsr ran over 10 samples and compared results to the cell-dyn 3700, which matched. In addition, the customer ran over 20 samples and all h & h matched. The instrument was performing within specifications. The cell-dyn sapphire system operator's manual, list number 08h10-01, revision d, under section 10, troubleshooting and diagnostics, provides guidelines on troubleshooting data-related problem, identifying the problem source, probable cause, and the recommended corrective action. Section 10, troubleshooting data-related problems, page 10-152, indicates that the presence of debris or bubbles in the hgb flow cell may cause hgb imprecision, corrective action to be performed is autoclean per section 9, service and maintenance. A review of the domestic and international complaint analysis trending system (cats) and trending analysis support system (tass) reports was performed and no adverse trends were identified. Based on the investigation, no product deficiency/malfunction was identified. This is the final report.